Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and was told that the unit had been sitting for 5 months. Once the fse received the iabp to inspect, the customer had a circuit on the iabp that the fse was told was used for testing purposes. The fse noticed that the circuit was the inter-aortic balloon and the fiber optic assembly only. The circuit was missing the catheter extender used with the circuit. The system is calibrated for use, using the volume in the entire circuit. Once the fse attached his circuit and trainer, he was able to test the iabp and found no issues with the auto fill process. The fse completed all diagnostic and performance tests and also completed the preventive maintenance. The iabp was approved for clinical use and returned to the customer.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) was having autofill failures. It was reported that there was no patient involvement. Also, no adverse event has been reported.